Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also allege insulin pump was over delivering. Customer's blood glucose value was 25 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was uses auto mode. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was assisted with troubleshooting. The customer was treated with food. The reservoir will not be returned for analysis.